Event description:
Customer reportedly obtained results of 295mg/dl and 82mg/dl on the aviva system within 10 minutes. An additional comparison reported results of 408mg/dl, 186mg/dl, and 116mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.